Event description:
The patient reported experiencing severe pain in his back and leg, along with numbness in his leg and overstimulation. The physician indicated that this pain was normal. The issue persisted and the patient visited the emergency room and was admitted. The physician recommended magnetic resonance imaging (MRI) but did not want to remove the devices. However, the MRI could not be performed because the patient had been implanted with the spinal cord stimulation (scs) system less than 15 days prior. Consequently, the entire system was explanted to allow for the MRI. During the explant procedure, blood clots were observed on the patients spinal cord. According to the patient's wife a hematoma was also found. Following the explant, the patient became paralyzed in one leg and was transferred to the ICU. The next day, the patient underwent another surgery to address the issue. The physician concluded that the event was not related to the device and noted that nothing during the implant procedure contributed to the event. The physician attributed the issue to the patient starting the blood thinner, plavix, too soon after surgery. The explanted devices will not be returned as they were retained by the medical facility. No further information will be provided despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family scs-ipg-pc, upn m365sc14320, model sc-1432, serial-lot (B)(6), batch 229367.